Manufacturer narrative:
Debris on the underside of the window could contribute to an incomplete capsulotomy therefore increasing chance of capsulotomy tear. No further medical intervention.

Event description:
P1008 - n/a - issue: on 02/16/2024, dr (B)(6) reported to cas that during procedure ID #(B)(4), he experienced a radial tear. He noted that the capsulotomy button was easy to remove. Site is seeking review of the procedure.